Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected section: d4. The device was returned to the factory for evaluation on 03/09/2026. An investigation was conducted on 03/12/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The knob of the device was able to be turn and tighten the arm. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed. The lot # 3000487377 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: (B)(6) hospital.

Event description:
The hospital reported that when the surgeon attempted to secure the acrobat-I stabilizer during an opcab procedure, following the IFU instructions, the device failed to lock. The harvester attempted several more times, but the same issue persisted. The procedure was completed using a new product. The patient's condition was normal. There was a 15-minute delay. No patient harm.